Event description:
Customer reported that the alarm would not consistently sound when weight is off the sensor. Customer reported they tested the alarm with brand new sensors and the results were the same. Discovered during use with a patient but could not provide the date when found. No patient incident or injury reported.

Manufacturer narrative:
Evaluation: evaluation of the returned product found that the alarm sounds on and off when the sensor cable is moved. Additionally, the battery springs have battery leakage and are rusted. Unit has been exposed to moisture. Pins inside the rj-11 receptacle are pushed down. Warning label is missing. (B)(4).